Event description:
Complainant alleged that rescuers responded to a call for a vital signs absent (B)(6) male patient electrode pads were placed onto the patient's chest and while attempting to monitor the heart rhythm the device failed to analyze. CPR compressions were initiated until the paramedics arrived. Complainant indicated that paramedics arrived with another device and another set of electrodes to continue treating the patient. The paramedics indicated that the patient had not been shaved prior to the application of the electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please note that this is the same patient report as medwatch 1220908-2013-03322.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.